Event description:
The patient reported sharp pain in their right buttock the day after the procedure. The implanting clinician initially believed the pain was caused by the scar tissue that developed due to having a fusion. However, the patient reported the pain went away after a week, and it is believed the pain was associated with the implant procedure. The patient is getting good pain relief and is doing good.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, using the waa providing therapy when the unintended stimulation/new pain occurred, changing the waa parameters, and migration have been ruled out as potential causes. It is believed the pain was associated with the implant procedure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the pain was associated with the surgery. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.